Event description:
The doctor was not able to remove the iab from the pt. A vascular surgeon was called and the pt was taken to the o.r. For a four hour procedure to remove the iab. There was no leak reported. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: the iab was entrapped/surgically removed - reported 3/13/97. Pt's current status: unk-rpt'd 3/18/97.